Manufacturer narrative:
Additional information was provided in b.5., d.1., d.4., d.10., e.1 and e.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the surgeon noticed the scratches with the preloaded device and this issue was not related to the techs.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description, doctor was experiencing intra ocular lens (iol) debris and scratches when using the company pre-loaded iol injector. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. As the reported product¿s lot/serial number was not provided, it was not possible to conduct lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. Provided photo shows an implanted intra ocular lens (iol). There are multiple dark marks over the lens optic, one of the marks has been circled by the reporter. The exact position of the marks (posterior/anterior surface of the optic) cannot be confirmed from the returned photo. There are also light reflections over the iol. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Based on our observation of the attached photo, there are multiple dark marks over the lens optic, one of the marks has been circled by the reporter. The origin of the observed mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).